Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. Previously filed MDR# 3006575795-2024-01020 is a duplicate of MDR# 3006575795-2024-01013. Refer to 3006575795-2024-01013 for event details. Reference to complaint # (B)(4).

Manufacturer narrative:
Device return requested. There are previous complaints on this device. The complaint will be reopened and updated in the event the device involved or additional information becomes available. A follow-up MDR will be submitted in the event additional information becomes available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint # (B)(4).

Event description:
On 10/10/2024, zyno medical received a report from a customer reporting they were getting occlusion alarms on the pump. No patient harm/injury reported.